Event description:
A customer contacted beckman coulter inc. (Bec) reporting a bloody fluid leak of about 10 to 15 mls under the laser contained within their coulter lh 750 hematology analyzer. The instrument was not used to report any results as the previous technician moved all samples and ran them on another instrument. There is a risk management plan in place at the facility. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found the leak under the flow cell in the lh750 instrument. The tubing under the flow cell had come off. The fse replaced the tubing and resolved the leak. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause of the leak was that tubing had come off the bottom of the flow cell. (B)(4).